Event description:
It was reported that during a CABG procedure, two devices would not work. There was an instrument error. The case was completed with a bovie with no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis found that device a was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The analysis results confirmed that the device b was returned with the distal tip of the blade broken off but present. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked and broken blades, which may be identified by generator solid tone or instruments error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude woul have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.